Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's ipg was replaced with a new one. The patient is now receiving effective stimulation.

Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with external devices. The patient suffered multiple falls recently and last felt stimulation approximately one month ago prior to falling. The patient last successfully charged her ipg in (B)(6) 2015. An sjm representative met with the patient and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.